Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high impedance and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted that the rv pace impedance was steady at 700 ohms through (B)(6) 2014. The impedance then rises out of range (>4000 ohms) starting (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).